Manufacturer narrative:
Date rec'd by MFR: 20jun2019. Evaluation of unit found led on/off switch had false contact. The led did not switch on. The unit also would not power up. The reported issue was confirmed. Customer has been provided part identification for repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 04sep2019. The customer declined to provide repair details. If additional information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit will not power on and no lights display. The customer reported there was no patient involvement.